Event description:
Device malfunction: none. Symptoms/ae: bleeding, hematoma. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, one day after uneventful arteriotomy closure, bleeding, and a hematoma developed at the access site, requiring a transfusion of two units of red cell concentrate (rcc). The hematoma was resolved three days later. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.